Manufacturer narrative:
Bci customer technical support (cts) assisted customer in doing a system power down reboot. This did not resolve the issue and probe started to leak again. It appears that no vacuum was applied to the wash collar. A field service engineer (fse) went on-site (B)(4) 2011 and replaced the reagent probe wash collar valve that was leaking. Fse then primed, performed calibration and ran controls without any leaking.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that fluid was leaking from a reagent probe on to covers and into the reagent carousel of the unicel dxc 600 synchron clinical system. There was no death, injury or change to patient treatment connected or attributed to this event.